Manufacturer narrative:
This report is submitted on 19 mar 2021.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020, the patient was re-implanted with a new device during the same surgery. This report is submitted on 12 february 2021.

Manufacturer narrative:
This report is submitted on 23 sep 2020.

Event description:
Per the clinic, the recipient reported of not perceiving any sound and subsequent loss of connection to the implant. Hardware replacement was made; however, the issue could not be resolved. It is unknown whether there are plans to reimplant the patient as of the date of this report.